Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had prime rewind anomaly. The customer's blood glucose value was 126 mg/dl. Customer reported a cracked in the display. Troubleshooting was performed. Customer states insulin pump does not rewind. The insulin pump will be returned for analysis.